Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical product: ddbc3d1 ICD implanted on: (B)(6) 2014; other devices involved in this event: heartware ventricular assist system - battery, battery / (B)(4) /model #: 1650 / expiration date: 2017-04-30, UDI #: (B)(4), mfg date: 2016-04-30, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited low flow alarms and the battery experienced a power disconnect. The battery was recommended to be exchanged. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery (B)(6) was returned for evaluation. The hvad pump (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. A review of (B)(6) 's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned battery revealed that the device passed visual examination. Functional testing revealed that the battery had a faulty weld between one of the cell pairs. Log file analysis of the controller in use during the reported event revealed that three (3) power disconnect alarms were triggered by (B)(6). These alarms were caused by one of the cells falling below a voltage threshold. Log file analysis also revealed 98 low flow alarms recorded since (B)(6), 2018. As a result, the reported event was confirmed. Based on the risk documentation, the most likely root cause of the low flow alarms may be attributed, but not limited, to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or incorrect setting of the alarm thresholds. Based on an investigation the root cause of the lifted cell weld can be attributed to terminal welds experiencing added stress as a result of the uncontrolled bending of the tabs and resistance welds occurring on weld free zones. Battery (B)(6). D4: expiration date: 2017-04-30 UDI #: (B)(6). D10: no h4: mfg date: 2016-04-30 h5: no h6 FDA method code(s): 10, 3331, 4112 h6 FDA results code(s): 120 h6 FDA conclusion code(s): 23 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited low flow alarms and the battery experienced a power disconnect. The battery was recommended to be exchanged. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was power disconnects for four days.